Event description:
It was reported that stent damage occurred. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for a procedure. The patient had a previously implanted eluvia, and a new lesion developed in the distal part of the lesion. When crossing through the previously placed stent, the 7x150, 130 cm eluvia drug-eluting vascular stent system got lifted and could not be placed. The procedure was completed with a new eluvia drug-eluting vascular stent system. There were no patient complications as a result of this event.